Event description:
The customer contacted the flex company's customer service team via email to report that they had experienced difficulty removing the device, and had sought medical assistance for removal at a local urgent care. The customer stated that they had previously used the device twice and had experienced some difficulty with removal before this event. The customer also stated that they had sexual intercourse while the device was inserted. The customer stated that their treating provider informed them that they would not have been able to remove the device without assistance, and instructed them to discontinue use of the device after removal, or find a smaller size if they wished to use a menstrual disc again. The customer stated that it took "a fair amount of time" for their treating provider to remove the device, which required the use of a speculum and forceps. The customer reported experiencing some discomfort during and after removal but did not report any other adverse symptoms during or after removal of the device. The company advised the customer to follow the instructions of their treating provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.